Event description:
Boston scientific received information that this right ventricular lead had become micro-dislodged. The patient had presented to their physician's office with a heart rate in the 30's. The patient reported feeling sluggish and that he had not experienced syncope.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. All four tines of the lead remain intact with no sign of damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
A lead revision was done to mitigate the issue. The physician stated that the lead was not very far into the apex and had dislodged only slightly. Repositioning was attempted, but before the case was completed, threshold measurements had risen markedly. The physician opted for an active fixation lead in lieu. Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
--